Manufacturer narrative:
Plant investigation: the actual sample is not available for evaluation; however, a search in the sap system was performed to verify product ability and was confirmed product stock in distribution center, one case was retrieved for evaluation. The plant received the sample on 07/23/2020 from distribution center 1 case identified with product number 050-87212 and lot number 20ar08007. The samples were visually inspected and were found that the cassettes are acceptable; in addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the samples was not confirmed the alleged failure stated in the complaint. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved was released meeting specifications.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient did not observe a source of the leak on the cycler set. There was no leak from the solution bags. The patient reported they only performed a manual drain after the event and did not complete the treatment. The patient did not develop any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient received the new cycler. The reported cycler was picked up during the call to be returned to the manufacturer. The reported cycler set was discarded and is not available to return.